Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the catheter broke. The taxus express2 2.50x 20 mm drug eluting stent was being prepped and placed on the .014 guide wire and the stiff rail section of the catheter snapped. The experienced nurse prepping the catheter followed the usual technique and did not apply extra force. No pt complications were reported as the device was not on the pt. The pt's status is reported as satisfactory/good.